Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unk oxford tibial component, catalog #: unk, lot #: unk; medical product: unk oxford bearing , catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00455, 3002806535-2019- 00456. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not return.

Event description:
It was reported that a patient underwent an initial right knee replacement procedure. Subsequently, a revision procedure was performed due to loosening.

Event description:
It was reported that a patient underwent an initial right knee replacement procedure. Subsequently, a revision procedure was performed due to loosening.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf uni tib tray sz d rm PMA, catalog #: 154725, lot #: 946910, medical product:oxf anat brg rt lg size 3 PMA , catalog #: 159582, lot #: 677400. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.